Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted into the patient. Concurrent umbilical and epigastric hernia repair was implanted. It is reported that the patient experienced pain, dyspareunia, discharge, infections, dysuria, stress urinary incontinence, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2009 to treat symptomatic fibroid uterus, stress urinary incontinence, umbilical and epigastric hernia with concurrent laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.